Event description:
Baxter reported, "leak from a twist clamp of the transfer set." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.